Manufacturer narrative:
A document and records review was performed on the reported lot. Documentation assessed includes: manufacturing, quality audit, production, raw material and device history records. This assessment found no anomalies that may have attributed to the reported issue; therefore the complaint could not be confirmed. The cause of the reported complaint could not be determined. Information from this incident will be included in our product complaint and MDR trend analysis.

Event description:
Consumer stated that last month after finishing her cycle she noticed vaginal odor after showering. She removed 3 separate tampon pieces. She is sure all pieces were removed. There were 2 boxes involved. This is for the regular absorbency tampons.